Manufacturer narrative:
H.6. Investigation summary: a complaint of spike breaking off was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 23043136 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 28apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set that the spike broke. The following information was reported by the initial reporter and the verbatim :incident details: writer was spiking ivig bottle and spike broke off in bottle stopper and remained embedded in stopper. Who was affected? No person affected frequency of problem: first time.

Manufacturer narrative:
E1: initial reporter facility: (B)(6) centre. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set that the spike broke. The following information was reported by the initial reporter and the verbatim: incident details: writer was spiking ivig bottle and spike broke off in bottle stopper and remained embedded in stopper. Who was affected? No person affected frequency of problem: first time.